Event description:
It has been reported to philips that fluoroscopy was not possible. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to do fluoroscopy fse found that the issue was occurring due to leakage of the chiller. Fse replaced the tcu chiller and performed tube adjustments. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.